Event description:
We received an allegation about discrepant results for 2 patients' plasma samples tested with elecsys folate g3 (folate iii) assay on a cobas pure e402 analytical unit when compared to a cobas e801 immunoassay analyzer. Sample 1: initial result: 3.3 ng/ml. Repeat result: 4.5 ng/ml (tested on e801). Sample 2: initial result: 11.2 ng/ml. Repeat result: 15.1 ng/ml (tested on e801). The comparison testing performed to troubleshoot low qc recovery prompted the repeat of the samples.

Manufacturer narrative:
The cobas pure e402 analytical unit serial number was (B)(6) . The field service engineer replaced the seals, measuring cell, and the sipper nozzle. Qc was performed but it was still unacceptable. He checked and found that the cause was due to a calibration issue. He then performed re-calibration and it was acceptable. Qc was performed and it was within range. The service actions (performing re-calibration) resolved the issue. No further issues were reported afterward.